Manufacturer narrative:
A different test strip lot, 507723-15, was returned for investigation. The test strips were provided for investigation where they were tested using a reference meter with high-level control samples. Testing results (qc range = 2.7 - 3.3 inr): qc 1: qc error; qc 2: qc error; qc 3: qc error. The test strips were discolored. The discoloration of the test strip reaction field indicates that the test strips were exposed to external (outside of the container) influences like light or humidity. This is a user error. Per product labeling, "when you are ready to test, remove 1 test strip from the container and immediately close the container. Make sure it seals tightly. You must use the test strip within 10 minutes of removing it from the container. Always make sure the test strips are correctly stored.". The allegation in this case could not be substantiated as the patient did not send the complained lot of test strips, 54145817, for testing.

Manufacturer narrative:
Occupation is a patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek inrange meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter was 1.8 inr. The result from the laboratory was 3.36 inr. The timing between the meter and laboratory tests was approximately two hours. At an unknown time on the same day, a second result from the meter was 1.9 inr. The patient¿s therapeutic range was requested, but not provided.